Event description:
Technical services received a call on 8/11/11. Caller stated that a potential lead revision will happen on (B)(6) 2011 for this lead. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).